Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged and was exhibiting high thresholds measurements. The rv outputs were increased and the patient will continue to be monitored. No adverse patient effects were reported.